Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a (B)(6) female coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ultrabag and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis from an unknown cause. The patient was not hospitalized. On an unreported date, the patient received remedial therapy with reflin (1g, once a day, ip), tobramycin (40mg, once a day, ip) and heparin (1000 iu, frequency not reported, ip). It was not reported whether the event of peritonitis resolved or whether dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing. The nurse stated that the event of peritonitis was not related to dianeal pd2 ultrabag or extraneal viaflex therapies.